Event description:
On (B)(4) 2012, customer reported that when troubleshooting wbc (white blood cell) and hgb (hemoglobin) background failures on the lh750 instrument, a small leak was found around the hgb pump. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the lyse restrictor line had a hole at feed through fitting 26. Fse replaced the lyse restrictor line and this resolved the leak. No further leaks were reported. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).